Manufacturer narrative:
Batch # n91w6l. The analysis results found that the el5ml device was received with no damage in the external components. In addition, one clip partially formed was returned inside a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic surgery, the clip was not fed into the jaws properly. Some clips were jamming at the proximal end of the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.